Manufacturer narrative:
(B)(4).the reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) observed the "overspeed 1" error in forward mode when the power/driver board was installed into a test pump. Inspection found potential issues with solder degradation. The "overspeed 1" error was seen in forward and reverse modes when the central processing unit (cpu) board was installed into a test pump. No defective component or connection was isolated.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the "overspeed 1" error message on the roller pump. The fsr replaced the central processing unit (cpu) circuit board and power drive circuit board. Preventive maintenance (pm) and verification release test was completed. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an "overspeed 1" error message on the roller pump. As a result, an alternate device was employed. The perfusionist (ccp) doubled up tubing on another roller pump already on the perfusion system, and continued procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.